Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation with a catheter cordis 5f. The main coil was found severely stretched and returned outside of the catheter. The coil was inspected and dried blood was present. The zap tip of the main coil has a smooth surface. The interlocking arm of the main coil was missing. The number of distal and proximal fiber bundles was below specifications. The outer diameter of the primary coil could not be measured and the outer diameter of the zap tip is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: -¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes.¿ -¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 08-nov-2016. It was reported that the coil became stuck in the catheter. Coil embolization was performed before implanting a stent graft. The target lesion was located in the severely tortuous left internal iliac artery. A 12mm x 40cm interlock¿-35 was selected for use. A 6fr sheath was placed in the left side of femoral artery and a wire was delivered. Then, an imager angiographic catheter was inserted but bounced to the common iliac artery in the bifurcation of internal iliac and external iliac arteries and failed to engage to the vessel. The imager was exchanged for a non bsc guide catheter. A marking device was delivered via the guide catheter and embolization was performed with an interlock at the distal end area. After that, angiography was performed one branch was bifurcating from the proximal of the embolized area. Therefore, the guide catheter was advanced further and the marker was removed. When the 12mm x 40cm interlock¿-35 was inserted, it was noted that it became stuck in the catheter and would not be pushed or pulled. The coil and the catheter were removed together from the patient and the coil was removed from the catheter outside the patient's body. No patient complications were reported and the patient's status was good. However, device analysis revealed that the interlocking arm of the main coil and fiber bundles were missing.